Event description:
On (B)(6) 2010, patient reported she "smelled insulin really strong" earlier in the day. Patient changes infusion headset every 2 days and infusion tubing every 5 days. Patient does not reuse insulin cartridges and adapter is being used within specification. Patient uses the correct type of battery in the infusion device. Patient could not find leaking anywhere within the system, including inside of the infusion device. Patient reported, it smelled like it was leaking through the infusion tubing. Infusion set was requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.